Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use and customer was performing diagnosis. A philips field service engineer (fse) inspected the system onsite and identified that there was an issue in main power supply. Review of system log files showed that dc voltage was out of range. There was no malfunction with the system and engineer confirmed that system was in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. External power failures or outages may occur that can cause the azurion or allura system to not boot up/start up or shut down. This scenario includes situation in which the main hospital power supply is not functioning or there is localized power failure that is not caused by the azurion or allura device. Since the malfunction of an external power source would not be considered a device malfunction of the azurion or allura system, this event would not be reportable. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Health impact and evaluation method codes were corrected.

Event description:
It has been reported to philips that the system does not produce x-ray getting a remote alert message "x-ray not possible¿. The device was not in clinical use. The device was not in clinical use. Philips has started an investigation of the complaint.